Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor error. The customer's blood glucose reading was 141 mg/dl. The customer pulled out the sensor and the cannula piece was missing. The customer stated that they received sensor error. The customer reported that the sensor cannula does not look as long as it should. The product was returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula was broken and the broken part was missing; unable to confirm if the customer received the sensor in said condition due to the sensor was retuned opened and used.